Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing irritation on the back. It was reported to be about the size of a grapefruit. The patient does have a history of skin issues. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an antibiotic called keflex by a physician. Follow up indicated that the irritation has been improving.